Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The customer's report was observed by a zoll representative onsite at the customer's facility. However, the device was received at zoll medical corporation and was put through extensive testing including bench handling, 30 joule testing, defib discharge stress testing and function stress testing of the shock button without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.